Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted proximal gastrectomy procedure, when the scrub nurse counted the needles in the operation room, in one of the packages, there was only 4 included which should be five. A new device was used to complete the case. The event occurred during the procedure but the product was not used for patient.